Manufacturer narrative:
The reported complaint was confirmed. This was use error per the customer. The manufacturer's clinical specialist instructed the customer the proper usage of the device. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). According to the perfusionist, he admitted that it was an operator error. They also had a quest mps cardioplegia pump mounted on the 8k base. Both the 8k base and the quest have black power cords. When they arrived to the special procedures suite, they plugged in the power cord to what they thought was the 8k base, but it was the quest pump.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the battery was not working. As per perfusionist, when the pump shut down he realized that the 8k power cord was not plugged in. He plugged it in to a different outlet and the pump powered up immediately. There was a delay for approximately 2 minutes. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. Per clinical review: a sarns centrifugal pump was connected to the sarns 8000 base. The sarns centrifugal pump was not used with the sarns delphin battery. The centrifugal pump system was being used with an angiovac cannula and circuit. This circuit is used for clot removal and not for cardiopulmonary bypass. The centrifugal pump is used to aspirate large clots from the patient and the clots are directed to a filtered bubble trap for removal from the patient's circulation. This procedure was performed in a special procedures lab. The 8000 base was moved to the lab and the circuit was assembled, primed, and used in this lab. When the 8000, with attached sarns centrifugal system, was brought to the lab...the base was accidentally not plugged into an ac power source. Another device on the base (quest mps) had a similar looking power cord, and the quest was connected to ac power, but the sarns 8000 was not connected to the base. When the sarns 8000 was "powered on", it was drawing power from the sarns 8000 battery that was integrated with the base. When operating on battery, an audible alarm (single chirp) sounds every two minutes, but in this case, the sound was not recognized by the perfusionist as the audible is different from the system-1 battery alarm that the perfusionist is familiar with, as that is his usual system. During the clot removal procedure (using partial veno-venous perfusion), the battery became depleted and the sarns centrifugal system stopped as it lost power (battery depleted and base not connected to ac). This stopped the clot removal procedure temporarily. The perfusionist discovered the sarns 8000 base was not connected to ac power, and he then plugged the base into the wall ac outlet. Power was restored and the clot removal procedure was completed. The delay in the procedure was about 2 minutes. There was no associated blood loss. There was no harm observed.